Manufacturer narrative:
Pump received with blank display and a cracked retainer ring. Unable to perform the sleep current test, active current test and self test due to blank display. Unable to download history files and traces using thus due to blank display. Pump was cut open to perform visual inspection and found the battery tube has shifted preventing the battery from making contact and moisture damage to the pcba 1, pcba 2 and force sensor. Battery tube was realigned and powered up successfully. Test p-cap and reservoir locked properly into reservoir compartment during testing, however, a cracked retainer ring was found. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, cracked case, scratched case, cracked reservoir tube lip, cracked keypad overlay, missing display window/cover, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay and cracked retainer. Blank display was confirmed during analysis due to misaligned battery tube. Cosmetic damage was confirmed on the pump. Cracked retainer ring damage was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that customer reported insulin pump was dropped and had a crack on bottom of the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was performed for cosmetic damage and customer was advised to replace the insulin pump. No harm requiring medical intervention was reported. The customer discontinued use of the device. Mmt-1780kl was returned for analysis.